Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was delivering boluses without user input. There was no reported adverse impact to customer's blood glucose level. Tandem technical support was unable to verify the allegation as multiple contact attempts were made for customer to upload pump data for review; however, no response was received from the customer.